Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was not able to download to carelink pro. Alarm history showed excessive signal too low alarm and excessive unexpected restart alarms. Caller was advised that insulin pump would be replaced.

Manufacturer narrative:
No unexpected alarms were noted during testing. The pump passed the unexpected restart error test and self test. Tried to download the pump to care link to verify the radio frequency communication. Unable to download the pump due to several displayable history alarms at the alarm history file. The alarms were due to a corrupted history file. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.